Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft was implanted into a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology are unk. It was reported that due to disease progression of the aortic neck dilatation the stent graft had migrated resulting in a type I endoleak. The physicain has elected to follow the pt progress for two contributing factors, the aortic neck diameter is larger than any commercially available aortic cuff and the aneurysm has decreased to less than 4 cm. No additional clinical sequelae were reported and the pt is reported to be fine.